Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that therapy was turning on and off by itself. The patient stated that when it turned off, they would use the patient programmer to turn in on, but then sometimes it turned off and then would come back on and would feel like a shock. The patient spoke with a manufacturer representative yesterday who told them it was a sign that the battery was depleting. The patient had not seen any error messages, eri, or call the doctor screens. The patient requested physician listings.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.